Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of one section on the overlay screen not working, and additionally noted that the electrocardiogram connector was loose and the device was out of specification on its common mode/wrist electrode functional test and there were missing hinge plate screws. The device was to be replaced and scrapped.

Event description:
It was reported that there was one place on the programmer screen which was not working with the stylus and this prevented the user from being able to select the atrial channel when attempting to track the atrial peak-to-peak wave. It was further reported that a pen calibration had been attempted twice however the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.